Event description:
It was reported that the user received a low glucose alert from their cgm before the sensor session ended, confirmed a capillary glucose of 55 mg/dl, treated with oral carbohydrates (orange juice), and was later documented at 113 mg/dl. The agent provided troubleshooting and education on suspending insulin during physical activity after the user reported substantial walking and errands. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose without need for additional assistance. Investigation included a customer interview and review of use conditions. Investigation of this case revealed that physical activity was a plausible contributor, and the event resolved after carbohydrate intake. It was concluded that the event was consistent with hypoglycemia with unclear cause and that device replacement of the cgm sensor was facilitated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.